Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to release. A field service engineer removed the medication jam and checked the affected pocket in the hardware testing application (hta), which indicated an engine failure, replaced the 1x3 engine and ran hardware test application (hta) tests on all pockets within the mini drawers. All tests passed successfully, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.